Event description:
A customer reported a system message was displayed and balanced salt solution (bss) was leaking from the back of the cassette and down the front of the system during a vitrectomy procedure. The customer also reported damage around the screen of the system. Following a 15 minute delay, the procedure was completed with no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).